Event description:
On (B)(6) 2010, the physician created an aorto-uni-iliac (off label use of device) using a 28 mm aortic extension, a 25 mm aortic extension (same event as 2031527-2012-00006), and a 16 mm limb extension. The physician extended into the left common iliac artery due to chronic occlusive disease in the right iliac artery, no femoral femoral bypass was required due to presence of collateral arterial flow. A computed tomography scan revealed a slight disconnect between the two aortic extensions and a type iii endoleak. On (B)(6) 2012, the patient was treated with a 25 mm aortic extension to correct the type iii endoleak.

Manufacturer narrative:
Unapproved use of the device, aortic extension used as primary device. User error contributed to event. Endoleaks are a known risk of the procedure.